Event description:
During dilatation of the femoral artery (side unknown) using a cross-over technique, this balloon burst at 8 atmospheres when inflated with an indeflator. The patient is a male. The vessel was described as calcified. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. After the balloon burst, the physician safely removed the balloon from the patient and successfully completed the procedure with another balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.